Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 6.6-13.3cm from the distal tip. The re conductor etfe coating was damaged and the inner coil was exposed at this location, consistent with damaged that occurred during the surgical procedure. External insulation abrasion was noted at 39.2-39.5cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 13.9-14.6cm and 27.6-28.9cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 26.5-29.2cm from the lead tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.